Manufacturer narrative:
An event regarding infection involving a triathlon x3 insert was reported. The event was not confirmed. There have been no reported discrepancies for the referenced lot or sterile lot. There have been no other events for the lot or sterile lot referenced. The exact cause of the event could not be determined based on the limited information provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Tka infection, implants removed and antibiotic spacer implanted.

Event description:
Tka infection, implants removed and antibiotic spacer implanted.

Manufacturer narrative:
Additional devices listed in this report: cat 5510-f-702, lot s9tdm, description: tri cr fem comp #7 r-cem; cat 5520-b-700, lot s4kjb, description: triathalon cr x3 tibial insert; cat 5551-g-401, lot 08n7 description: triathalon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as the patient requested to keep it. Additional information has been requested and if received, will be provided in the supplemental report.